Event description:
When needle is put into donor's arm, the clamp on bag should allow blood to flow through it. On this occasion, it did not. After investigation, it was noticed the diaphragm or drip chamber was collapsed or deflated. The device was not used on pt.